Event description:
It was reported pt experienced inadequate pain relief. Visible occlusion was observed during pocket revision. Pocket was revised due to positional discomfort. The pump contained 20 mg/ml dilaudid with a dose of 8 mg/day and baclofen 200 mcg. A dye study was performed. The catheter was removed due to occlusion. There was no pt injury. The pt recovered without sequela. At the time of this report, no further info was reported. Add'l info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.